Event description:
Pt had undergone exploratory laparotomy. At conclusion of case with pressure relief valve - apl- turned to minimum pressure about 20 mmhg remained in circuit. As a result, pt could not achieve spontaneous respirations and pt sustained desaturation. Upon investigation extensive mold and contamination was discovered throughout expiratory side of anesthesia circuit. Anesthesia machine involved was a datex ohmeda s/5 avance, serial number (B)(4).